Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the customer contacted a technical support engineer (tse) and reported that they were not getting any bipolar energy. The customer reported that they had tried a new energy cable and instrument with no change. The tse advised the customer to hard power cycle the integrated electrosurgical unit (iesu) or erbe with no change. The customer tried another bipolar energy port and the erbe was making audible tones but had no energy. The tse advised it could still be cable related. The case was ending and other troubleshooting was performed. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu) or erbe. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed, and the reported issue could not be confirmed using system logs, and visual inspection did not reveal any abnormalities related to the reported event. Functional testing was performed using a system platform, and the unit powered on normally and successfully cauterized across all ports and instruments without issue. Upon visual inspection, the unit exhibited slight yellowing/discoloration on the bezel. A review of the unit internal log revealed an error. The complaint was not confirmed based on failure analysis. The root cause of the failure could not be determined. However, the cause is likely due to an electrical problem within the iesu. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.